Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, and the user could only wake the device by placing it on the charger; a cgm pairing issue with a libre 3+ sensor was also reported and resolved through guidance, with sensor activation successful. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt of the returned device. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the affected component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.